Event description:
The reporter stated that the surgeon implanted a aq2003v 3 piece silicone lens. The lens haptic tore upon insertion into the eye. The incision was enlarged to remove the lens. It was unknown what caused the lens haptic to tear. The injectior model that was used was a msi-pm and the cartridge that was used with a aq cartridge fp. The reporter was unable to provide the injector and cartridge lot numbers.